Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the guide wire broke while in operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Two pictures were provided by the customer. Visual evaluation of these photos was performed. The first picture shows one label of the product, mahurkar acute lumen catheter kit. In the second picture a guide wire was observed stretched in different parts of the device. The guide wire was inside of the venous lumen of one catheter. These components are together with a syringe and showed signs of use (remains of blood). It was observed that the guide wire was stretched and not broken. The reported issue has not been confirmed. Because a sample was not returned, we were unable to perform a follow up investigation to include functional evaluations to confirm the issue and root cause analysis. There is no evidence to link this failure with manufacturing activities. No trends or trigger were identified, no harm was reported for this complaint and this is not a manufacturing/supplier related event, therefore no further corrective or preventive actions are deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the guide wire broke while in operation.